Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery. The 3.0 x 38mm taxus liberte mr stent delivery device was advanced, but was unable to cross the lesion. The physician removed the device from the patient, and noted the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery. The 3.0 x 38mm taxus liberte mr stent delivery device was advanced, but was unable to cross the lesion. The physician removed the device from the patient, and noted the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds). There was blood visible in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. There was a scratch on the shaft 5 to 6 cm from the tip which extended to the proximal edge of the balloon. The first and second rows of struts on the distal end of the stent have bent and flared struts. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. Product analysis confirmed the reported stent damage however the crossing difficulty was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).